Event description:
Reportedly, the instrument was properly placed on the distal rectum and fired. While preparing proximal colon for anastomosis and washing the pelvic cavity, the surgeon noticed that the staples remained in an open position. A turnbull ileostomy was performed, extending surgery by at least one hour. This will be a temporary stoma for 3 months and another surgery will take place. Surgeon closed the distal rectum by hand and an eea was used to perform the anastomosis.